Event description:
Customer reported device = 365 mg/dl. Customer called emergency medical systems (ems) adn their device = 108 mg/dl. Ems took customer to hospital. Customer was not admitted and no treatment was received. No controls. A request was made for return product and replacement product was sent.